Event description:
This report was received from global pharmacovigilance and is a spontaneous consumer report with supplemental information provided by a nurse in the USA of spider bite on abdomen, mistake/touch contamination, did not wear a mask, and peritonitis with culture positive for pseudomonas aeruginosa in a male patient coincident with dianeal pd2 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd2 ambuflex (doses, frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date in (B)(6) 2012, the pd catheter was removed, dianeal therapy was withdrawn and the patient was switched to hemodialysis. During a call with baxter customer services, the following was reported. On an unreported date, the patient had spider bite on abdomen, which left a dark mark on the abdomen. On an unreported date, the patient did not wear a mask during pd. On an unknown date, the patient made a mistake/touch contamination/did not wear a mask, which resulted in peritonitis. On (B)(6) 2012, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was evaluated in the clinic and no dark mark was found or any signs of inflammation were found. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. The patient was still hospitalized. Outcome: peritonitis with culture positive for pseudomonas aeruginosa - not recovered. Spider bite on abdomen and mistake/touch contamination/did not wear a mask- not reported. Causality assessment: peritonitis with culture positive for pseudomonas aeruginosa- unrelated. Spider bite on abdomen and mistake/touch contamination/did not wear a mask - not reported.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. A sample was not requested as this event involved a use error and there was no allegation against the device. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed because it was reported that patient made a mistake touch contamination and did not wear a mask. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The root cause for the report of use error-breach in aseptic technique, which resulted in peritonitis was undetermined.